Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed burn on the camera cover could not be determined, however, it likely that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use sections below: cf-h170l, cf-h170i, operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Cf-h170l, cf-h170i, operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colonovideoscope was found to exhibit a burn on the camera cover. There was no patient involvement, and no harm was reported as a result of the event.